Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes, impact codes and device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered 2 bursts of inappropriate therapy and 1 inappropriate shock due to atrial driven rhythm. Technical services (ts) recommended device reprogramming options. Patient continued to be monitored both in person and remotely. Additional information received indicated that the patient received an inappropriate shock for supraventricular tachycardia (svt). Ts stated upon review of the ventricular event that there was functional undersensing where the atrial beat falls directly on the ventricular beat. Ts also stated to consider turning off the atrial tachy discriminators that are associated with rid. This device remains in service. No adverse patient effects were reported.